Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room due to syncope and chest pain. The patient was resuscitated and diagnostic imaging was performed indicating the lead had perforated the patients heart. Further testing revealed that a pneumothorax had also occurred. The device was interrogated and a drop in sensing and loss of capture was noted due to the perforation. The system was explanted to resolve the issue and the patient was stable and recovering following the procedure.